Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with angiomax, plavix and asa. A pre-procedure femoral angiogram revealed no pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device deployment was successful and hemostasis was achieved. The patient was sent to recovery where the nurse noted that the patient developed a hematoma, approximately 8cm in size in his right leg, which presented after the patient used the bathroom during the early morning of (B)(6) 2013. Manual compression was applied (duration unknown) and the patient's groin was stabilized. The patient was hospitalized, however not related to the mynx device/procedure. The patient was discharged on (B)(6) 2013 with no clinical sequela noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.